Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g the scale markings were misaligned. The following information was provided by the initial reporter: material no. 323000 batch no. 1102439. It was reported that scale markings are crooked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned a total of (12) used 0.3ml, 29 gauge, 12.7mm syringes from lot 1102439. The returned samples were inspected to ensure that using them was as least harmful as intended. When measured, all syringes were found to have graduation marks in their intended locations. While the markings were not perfectly horizontal, the slight angle would not impact usage. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. A review of the device history record was completed for batch # 1102439 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the scale being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g the scale markings were misaligned. The following information was provided by the initial reporter: material no. 323000; batch no. 1102439. It was reported that scale markings are crooked.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd pet syringes 3/10ml 12.7mm x 29g the scale markings were misaligned. The following information was provided by the initial reporter: material no. 323000 batch no. 1102439. It was reported that scale markings are crooked.